Event description:
It was reported that the programmer powered on to a blank screen. The user noted that the programmer could be heard "running" but the screen stayed off. It was further reported that the back door for the power cord was broken. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: product event summary: analysis was unable to confirm the customer comment that the unit powered to a blank screen, and no errors were found in the error log. The software was reloaded as a preventive. Analysis did confirm the customer comment of a broken back door, the tabs on the power cord bay door were broken and the bay was replaced. Concomitant medical products: product ID 229047 software analyzer. (B)(4).